Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace his ipg which resolved the issue.

Event description:
The patient reports he is no longer receiving stimulation. The patient has never recharged his ipg since he was implanted. The programmer displays an error message and is unable to communicate with the ipg. The patient is going to locate his charging system and attempt to communicate with the ipg.